Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The full lead was returned for analysis and it was found that the helix extended and retracted within the product specifications. No anomalies were found.

Event description:
It was reported during the procedure that as the physician was checking the lead prior to the implant attempt that the helix would not extend properly. The lead was not implanted and there were no reported patient complications as a result.